Event description:
At startup of the programmer, the following error message was displayed: "cannot access the manager core!" And no other action could have been performed. Re-installation of the smartview 2.44 version was done and the same message was displayed at start-up. Preliminary analysis showed that the subject programmer abrupt power off had occurred during retrieving data phase after the end of an interrogation session. This had caused a corruption of the database.

Event description:
At startup of the programmer, the following error message was displayed: ¿cannot access the manager core!¿ and no other action could have been performed. Re-installation of the smartview 2.44 version was done and the same message was displayed at start-up. Preliminary analysis showed that the subject programmer abrupt power off had occurred during retrieving data phase after the end of an interrogation session. This had caused a corruption of the database.